Event description:
It was reported that the ilet was paused during charging and remained paused for many hours while the glucose sensor had also expired, resulting in no insulin delivery until the user later unpaused the device. The user's blood glucose was reported at 525 mg/dl fingerstick reading. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no hospitalization and no alarms or alerts reported. Investigation included user communication and troubleshooting with education on proper charging procedures. Investigation of this case revealed user error related to pausing the pump during charging and continued suspension of insulin delivery compounded by an expired sensor; the device and components were not found to be malfunctioning. It was concluded, based on previously established findings for similar reports, that the cause was user error and use of device in an unintended manner.

Manufacturer narrative:
Initial.